Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer cleaned the pump area, ensured the cartridge was secure, and successfully loaded it, resuming insulin use. Replacement cartridges were requested due to the recurring nature of the problem.